Manufacturer narrative:
DHR was reviewed and no anomalies were identified.

Event description:
It was reported that the bottom left plate ring rotated. The surgeon placed the ring back into position and successfully engaged a screw into the ring. Patient outcome: no adverse affect reported as a result of this event.